Event description:
Patient presented with high impedance, and low output current. It was noted that the device has not been interrogated for several months and the patient's depression has been worsening. The patient has had no falls, but was noted to be obese. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.